Event description:
It was reported that okay button was unresponsive. There is no additional information available about this complaint. The complaint is being reported because unresponsive buttons have been known on occasion to contribute to a patient event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the backlight button was found to be intermittently responding to presses; all other buttons were responding appropriately. The keypad was removed and corrosion was observed under the backlight button contact; no button contact defects were found on any other button. The backlight button has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4)